Manufacturer narrative:
(B)(4)

Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: a device from a different manufacturer could no be inserted into the trocar smoothly. Operating time not extended. New one was opened to complete the case with no problem. No patient harm.the patient current status: good tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).